Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from all of the results obtained. The customer's expected fasting blood glucose test result range is 106 to 130mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. During the call on (B)(6) 2017, a back to back blood test was performed by the customer non-fasting and produced test results of 187 and 190mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 02/28/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Memory concerns: customer is concerned with all of the readings customer is concerned that meter is giving inaccurate high readings. Customer says that she performed a control test and reading was out of range. Verified that customer was using the wrong solution. Customer was using true test control solution lot#5ac1b78. Customer performed back to back blood test and was unsatisfied with the results. Says that they are too high even for non-fasting results.